Manufacturer narrative:
The investigation into the automated impella controller (aic) malfunction has been completed. Data analysis: (B)(6) was able to recognize the purge disc until purge cassette sn (B)(6) is swapped out for sn (B)(6) on (B)(6). The purge cassette was removed and reinserted three more times with no change in ability to recognize purge disc. Finally, purge cassette (B)(6) was swapped in but again the purge cassette was not recognized so the pump was unplugged and moved to another aic. Device analysis: the console was tested after arriving in fs japan. The purge flag was confirmed to be missing which explains why, regardless of the purge cassette, the console was unable to recognize the purge disc. Root cause: the cause of the issue was a missing purge flag.

Event description:
The user facility reported a patient of unknown age and gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) failed to recognize an installed purge cassette. The purge cassette was replaced but the purge alarm persisted. The aic was replaced and the issue was resolved. There was no patient harm.